Event description:
It was reported that this was an arteriotomy closure of a calcified common femoral artery using a proglide device after a transcatheter arterial chemoembolization procedure using a 6f sheath. Reportedly, the proglide device was unable to fully cross the lesion; therefore, the device was removed and manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.